Event description:
During a pre-operative checkout of the equipment, customer reportedly noted the bag to ventilator switch was inoperable. There was no pt involvement. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Receipt of initial report - 9/27/1999. Receipt of additional info - 1/6/2000.